Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Received. The patient has alleged difficulty breathing . There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer became aware of an allegation of rep dreamstation auto bipap that the patient alleging difficulty breathing. There was no report of medical intervention. No additional information can be requested at this time. No other clinical information or medical interventions were reported. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found evidence of visible foam particles. The technician confirmed particles in the air path. During the evaluation, secondary findings was observed. There was two error code found. The third-party service centre concludes that they could confirm the customer's allegation and unit corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: problem code, evaluation method code, evaluation result code, component code and conclusion code has been updated.